Event description:
It was reported that during a routine clinic visit, the right ventricular lead exhibited noise. The noise was reproducible. The device was reprogrammed and the patient was in normal condition.

Event description:
New information indicated the lead continued to exhibit noise with pocket manipulation. The lead remained implanted.

Event description:
New information indicated the lead was explanted and replaced on (B)(6) 2015.

Manufacturer narrative:
Evaluation description: the lead was returned in one piece. Final analysis found insulation abrasion at 11.2cm to 11.8cm from the connector pin. The abrasion was consistent with constant friction to another implantable device. This likely caused the reported complaint of noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.